Event description:
Nurse was demonstrating to another nurse how to use retracting needle after giving a resident an injection. The nurse pointed the syringe toward the wall (after delivering medication and removing it from the pt's arm). She depressed the plunger and the entire needle ejected out the syringe with enough force to hit the wall and fall to the floor. Nurse then put both syringe and needle in sharps container. Package for syringe was thrown away and discarded before lot number was ascertained. Repeat event in office with samples from the two lots of the same type of syringe that both had in stock. Event was reproduced with both lots when needle was loose in the syringe. Testing performed on 6/14/05.